Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the severely calcified coronary artery. A 3.00mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, on the first inflation at 8 atmospheres, the balloon immediately ruptured. The device was removed, and the procedure was completed with a different device. There were no complications reported, and the patient was good post procedure.